Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed reddish material inside pebax. Microscopical inspection revealed a hole in the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31353225l and no internal action was found during the review. The force sensor issue reported by the customer was confirmed as the hole in the pebax detected during analysis may be related to the issue experienced by the customer. The potential cause of the pebax condition could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the user manual for your carto¿ 3 system for instructions on how to zero the contact force reading. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a 106 alert code occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.